Event description:
It was reported that the pt expired. The cause of death and relationship of the pt's death to the implanted devices was unk. Additional info has been requested, a follow-up report will be sent if additional info becomes available.